Event description:
Patient underwent aaa repair in 2007. The patient's arterial system was small and so the physician dilated the iliac system, using up to a 24 french dilator with no apparent problems. The physician had no difficulty placing the zenith device and was not aware of any problems during the procedure. The patient became hypotensive during the procedure, but, the physician was not informed by the anesthesiologists that significant volume replacement had been used to maintain her pressure during placement of the zenith. The patient had progressive hypotension and expired several hours post procedure with a massive retroperitoneal bleed. There was no autopsy performed on the patient. There was no heparin in the fluid used to treat the hypotension.

Manufacturer narrative:
Evaluation: cook's instructions for use do caution that after endovascular graft placement, patients should be regularly monitored for perigraft flow. Aneurysm growth or changes in the structure or position of the endovascular graft. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by patient anatomy and user error.